Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the provided photographic samples, showed leakage from the drain bag sealing near the stopcock. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. The drain bag is supplied by a third-party supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m150 set c had an external fluid leak from the liquid waste bag. The leak was observed about an hour after loading the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.